Event description:
The customer stated that she had inadvertently taken enough insulin to treat for a blood glucose reading of 534, when her blood glucose reading was actually 120 mg/dl. The customer was advised to immediately start consuming carbohydrates to counteract the extra amount of insulin she had infused. Paramedics were called to the scene, and the phone call was terminated once they arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.